Manufacturer narrative:
The ticket searches determined normal complaint activity for the lot 08154ui00 . The complaint trending report review determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Review of field data, review of the manufacturing documentation and a review of labeling was completed. Review of complaint trending reports did not identify any trends for the architect stat high sensitive troponin-I assay. Review of complaints associated with reagent lot 08154ui00 identified normal complaint activity. Worldwide field data was used to evaluate the performance of the assay. The median patient result for the lot 08154ui00 falls within 2 sd of the established baseline and therefore confirms no systemic issue for the product. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed an initial positive architect stat high sensitive troponin-I result of 49.4 ng/l for a patient sample (sid (B)(6)) that retested negative at 4.7 ng/l. No adverse impact to patient management was reported.